Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had flashing display. Customer's blood glucose customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent. Value was 226mg/dl. Customer stated that they were unable to perform self test.

Manufacturer narrative:
No streaks noted on display. Unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.